Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had acute pain and difficulty walking, and a friend of the patient stated that ¿the thing was jumping off her chest¿ and she thought the patient was having a heart attack, but the patient stated it was just her implant. It was noted that the implant was in the patient¿s back, but she was ¿a big woman and her whole body rolled around with the force of it". It was reported that the patient had a fall in her hotel bathroom on (B)(6), but the pain didn't really start for another two or three weeks and became really bad in the middle of (B)(6). The patient went to the ER, where she was told to exercise and be kind to her body. It was noted that the patient was on oral pain medications. The patient turned stimulation up on (B)(6) 2013, but it did not help her pain. It was noted that the patient could feel it working, but it was not covering her pain. It was further reported the patient stated her manufacturer representative and healthcare professional determined her implant was ¿wearing out¿ and she needed a replacement which would occur in (B)(6). The patient was gradually getting less pain relief over the past 6 months and she had to increase stimulation up to 6 volts to get pain relief. It was noted the patient got nausea because of too much pain. On the date of this report the patient¿s right side was bothering her, but normally it was her left side that hurt. It was noted that the patient was nervous about the replacement procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v000469, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).